Event description:
Reporter indicated the vns was never activated since the implant surgery. It was previously reported the vns was on at low settings, but this was incorrect. The patient has been to speech therapy and is currently doing daily exercises for treatment of her vocal cod paralysis. The patient's voice has improved, but the hoarseness "comes and goes" per the patient. The patient had no pre-vns history of the vocal cord paralysis, and the paralysis is felt to be due to the vns implant surgery. The plan of care is to leave the vns disabled until the patient improves further, and then turn the vns on at a later date.

Event description:
Review of the manufacturer's implant card revealed vns diagnostics were within normal limits at the (B)(6) 2012, initial vns implant surgery.

Event description:
The patient reported to the manufacturer that her vns device is now turned on and her voice is "completely normal", and she no longer coughs with vns stimulation. The patient does sense the vns stimulation, and is currently very comfortable with her vns implant.

Event description:
Reporter indicated a patient developed left vocal cord paralysis after vns implant surgery on (B)(6) 2012. The paralysis is constant and not with vns stimulation. The vns is programmed on at low settings, and the patient's voice has improved. The patient is to follow up with an ent for evaluation. Attempts for further information are in progress.